Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up the patient reported being treated with antibiotics and uncertain if these serious adverse events were related to pd therapy. During follow-up, the pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (wbc = 3075 /mm3, polymorphs = 67%) were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided) due to the elevated cell count results. While being treated, the patient continued to struggle with drain complications and decided ccpd therapy was too burdensome while simultaneously undergoing chemotherapy. Therefore, the patient will transition to outpatient hemodialysis (hd) on (B)(6) 2026 by choice, utilizing a preexisting arteriovenous fistula (avf). The patient has recovered from the serious adverse events, and causality was attributed to an unspecified touch contamination event involving poor hand-washing practice. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s pd catheter (not a fresenius product) currently remains in place.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by an elevated wbc and polymorph count, abdominal pain and drain complications, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand-washing practice. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction and/or deficiency, and the patient¿s transition to hd for rrt was a personal choice. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.